Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: medical device lot #: 1188445. Medical device expiration date: 31-jul-2026. Device manufacture date: 06-sep-2021. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd hypoint¿ leakage occurred twice. There was no report of patient impact. The following information was provided by the initial reporter: ¿leakage between syringe and needle connection. Two syringes were found leaking from the conjunction of the needle and the glass syringe cone while performing the injection to the port of the dialysis¿.

Event description:
It was reported while using bd hypoint¿ leakage occurred twice. There was no report of patient impact. The following information was provided by the initial reporter: ¿leakage between syringe and needle connection. Two syringes were found leaking from the conjunction of the needle and the glass syringe cone while performing the injection to the port of the dialysis¿.

Manufacturer narrative:
The customer issued a complaint for leakage between the hypoint needle to syringe during market usage of the product. 2 photos were provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. The description of the issue is unclear it is not possible to investigate the reported condition, determine the root cause or link to a quality criteria in the customer specification. As this is a market event, the reported condition detected is not part of a sampling plan that allows to conclude about the batches, therefore the aql is not applicable. The batches were manufactured and released according to applicable procedures and specifications. Consequently, bdm-ps will not define corrective or preventive actions following the investigation of this complaint. This complaint is registered in bd complaint system and trend analysis will be performed. The batches involved in this complaint meets all acceptable quality levels (aql¿s), was manufactured, and released according to applicable procedures and specifications. A review of the quality history within the sap system has been performed as part of the investigation. No quality notifications were identified during the production which relate to the reported condition. Bd could not confirm the reported condition. H3 other text : see h10.